Event description:
During a follow-up visit relative to the ICD system associated to the subject lead, one episode of oversensing in both the atrial and ventricular channels was stored within the memory of the ICD. There was no inappropriate therapy as a result of the issue. External interference is suspected and the system remains implanted.